Event description:
The customer reported that the multi-gas unit was giving an error stating "device failure". The customer states they are getting this error constantly as well as "line blocked" and that is not the case. This happened during a patient case, no patient was harmed during this incident. The multi-gas unit was swapped out with a spare unit. The customer is sending in the unit in for exchange. Nihon kohden technician provided the customer with a return authorization number and shipped an exchange unit to the customer.

Manufacturer narrative:
The customer reported that the multi-gas unit was giving an error stating "device failure". The customer states they are getting this error constantly as well as "line blocked" and that is not the case. This happened during a patient case, no patient was harmed during this incident. The multi-gas unit was swapped out with a spare unit. The customer is sending in the unit in for exchange. Nihon kohden technician provided the customer with a return authorization number and shipped an exchange unit to the customer. Service performed: nihon kohden repair center received unit wth no physical damage. While testing out the water trap received a "gas device error and line block error on the device. Possible malfunction parts/pcbs: gas module. Nkrc replaced the gas module unit which was tested per the operator's/service manual and operates to manufacturer's specifications. Investigation summary: gas device error is an indication that the gas module has failed. The error corresponds to a failure of the sensor unit. The root cause is determined to be component failure: sensor needed replacement. An investigation by nkc had issued corrective action to the manufacturer of the pump to improve performance and reliability. Gf-210ra (B)(6). And later are equipped with improved pumps. This is a known issue and is linked to wear and tear of the motor.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit was giving an error stating "device failure". The customer states they are getting this error constantly as well as "line blocked" and that is not the case. This happened during a patient case, no patient was harmed during this incident. The multi-gas unit was swapped out with a spare unit. The customer is sending in the unit in for exchange. Nihon kohden technician provided the customer with a return authorization number and shipped an exchange unit to the customer.